Manufacturer narrative:
(B)(4). Zca all-poly acetabular cup longevity crosslinked polyethylene ID 22 mm neutral od cup with spacers 43 mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the pmma beads had come off the implant during initial total hip arthroplasty, bead fell into patient and was retrieved. Attempts to obtain additional information has been made, and additional information has been received.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device identified that one bead had separated from the liner. Subsequently, the plastic rim that held the bead into the liner cavity exhibited deformation. The corresponding rim on the bead exhibited similar deformation, revealing that some degree of force had been applied to result in the separation of the bead from the liner. A minor amount of tissue debris was observed along the grooves of the liner and within the cavity that the pmma bead had sat in. No further damage was noted on the liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.